Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: bd received samples and one photo from the customer facility for investigation. Based on the evaluation of the photo, bd observed that the sleeve had failed to recover. The manufacturing records were reviewed for the incident lot and no issues were identified. Further investigation activities were conducted, and a potential root cause has been identified. Conclusion: the failure may be caused by quality of stopper, would be better to use the collection set with the holder as well. Bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® wingset button blood collection set sleeve did not recover and caused blood leakage as a result. No injury or medical intervention reported.